Event description:
(B)(6). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented due to unstable angina. The 80% stenosed and 12mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation using a 3.0x12mm apex balloon, which resulted in a c grade vessel dissection at the mid lad. The vessel dissection was treated with placement of a 3.0x24mm ion stent, resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged three days later on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).